Event description:
The customer reported multiple occurrences of the male luer from the secondary set breaking off inside the smartsite valve on the primary set. No specific pt or event info provided. There was no pt harm or medical intervention required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed. (B)(4).